Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose levels. At the time of incident the blood glucose level is 48 mg/dl. Customer reported loss of communication between pump and transmitter. It was unknown whether the customer is using automode. The insulin pump will not be returned for analysis.